Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the reported malfunction not recognizing the 180 scopes was reproduced due to a faulty patient board set causing no image. The malfunction of patient board set was confirmed. The root cause could not be identified. Based on the facts obtained from this complaint investigation, the subject device had been manufactured before the design change was made, and thus the phenomenon occurred seemingly due to faulty patient board set caused by defective design. We confirmed that the subject device had been manufactured before the design change implemented. There is no abnormality in manufacturing history. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center is unable to recognize 180 scopes. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the adapter connector for the scope was not working due to faulty patient board set. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.